Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases were dented, broken and contaminated, the bail covers and battery drawer were broken and contaminated, the battery release, heart block, lead flex cover, heart wire contacts and heart lead flex were contaminated, the ring cover was broken, the battery contacts compressed, the keyboard was scratched and the serial number label was torn. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.